Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone that the insulin pump alarm pump error 4 (the motor arm cannot communicate with the main arm). Customer's blood glucose at time of incident was unknown. Customer did not report anything significant. The customer was advised to return pump and it will be replaced.